Manufacturer narrative:
(B)(4).

Event description:
The pt experienced inflammatory mass. An alarm was heard but not confirmed by telemetry. Additional information has been requested, but was not available as of the date of this report.